Event description:
High pressure limit was alarming on ventilator when nurse entered the room. Patient's blood pressure began to decrease. Nurse disconnected the patient from the ventilator and began bagging the patient with a resusitation bag. Respiratory care was notified and when they arrived they discovered the expiratory pressure transducer filter had become disconnected. This created ahigh level of peep which triggered the alarm. The filter was secured properly and patient was reconnected to the ventilator with no further complications or distressdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: mechanical problem, other, alarm, pressure tubing. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, user education provided, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.